Event description:
It was reported that on (B)(6) 2026, an unknown amplatzer pfo was chosen for implant using an unknown delivery system. The device was prepared in accordance with the instructions for use (IFU). During the procedure, the device was advanced and positioning was attempted at the defect site. However, the device could not be positioned to achieve a stable configuration for secure release. Specifically, the right atrial disc was unable to adequately contact the septum and could not be properly aligned relative to the aortic rim. As a result, a satisfactory position for device release was not achieved.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.